Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the atherectomy h1-m hawkone m device, several issues were encountered. A 45cm 6fr non-medtronic sheath was positioned in order to use the h1-m device in the superficial femoral artery (sfa) and the device was advanced over a 6mm spider wire. The device would not pass over the bifurcation with moderate force due to the patient's bilateral common iliac 8x27 visipro stents and narrow bifurcation, contributing to moderate resistance. The device was rotated in the sheath to see if the jog would alleviate some tension. The device would still not advance and the tip was seen on x-ray to be separating from the cutter within the sheath. The device was safely removed from the sheath in one piece, with the nosecone hanging on by the cutter. A h1-s was also attempted to be advanced over the bifurcation without success. The target lesion, specifically the common iliac arteries on both the right and left sides, was noted to have moderate tortuosity and calcification. Vessel diameter reported as 8mm. The procedure was completed using poba and a drug coated balloon instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned along with the tip detached. A visual inspection found that the tip is detached at the hinge pins. The hinge pins are still present on the housing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.